Manufacturer narrative:
Country of event is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported a 4100 error on their recharger. Additional information received from a manufacturer representative (rep) stated that the patients issue has not been resolved however, and the consultant has requested an exam and is looking at positioning of ipg from a clinical aspect rather than a fault with it. The rep will chase the information required again today and send over asap. Additional information was received from a manufacturer representative (rep). The rep reported that patient had a post op wound infection ¿ treated by gp and no evidence of infection (B)(6) appointment but not activated. Activated on (B)(6) 2021. (B)(6) 2021 telephone clinic appointment, having problems charging, frequently disconnecting ¿ arranged to see rep. Was helping symptoms. (B)(6) ¿ attended clinic and saw rep. Positional check x-ray requested to be done locally. Xray done locally however no image available here so will have one done on day of appointment (B)(6). The cause of the event was not determined. As on (B)(6) the nurse practitioner reported patient is struggling with symptoms. Not charging at all as now fully incontinent and not able to work/leave the house. The patient is awaiting to be seen in clinic on (B)(6) 2022 so will be assessed and a decision will be made for the next steps to hopefully resolve the issue and make a plan to help improve symptoms.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# unknown product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was caused by a recharger problem. The patient was seen again in clinic and after looking at the patients x-ray (fluoroscopy image) which were carried out on the afternoon of (B)(6) 2022 at the visiting hospital. It was identified that the tined lead and micro implant were in good position and not shown to have moved when comparing against images took in the operating theatre. Images were taken both in ap and lateral view. We then decided to try and connect a new recharger to the patients device and check if we were able to connect and charge or if the same issue would arise. However, it was successful and the patients micro implant connected to the recharger almost instantly and started charging. After leaving the patient to charge the implant for roughly 20mins the micro had reached around 50% charge and did not disconnect once during this time period. We then connected the device with communicator to access the ¿clinician¿ application in order for us to check programs stored and turn ¿my therapy¿ back on. The patient could instantly feel sensation from the sns micro device and we left my therapy on and advised for the patient to fully charge up her micro ipg as soon as she got home that evening. As we were able to get excellent connection and charged to 50% we were happy the problem was resolved.